Manufacturer narrative:
Acclarent follow up on this report to gather additional information. The surgeon did not feel the frontal guide tip was damaged during the balloon sinuplasty of the right frontal sinus. However, it took 10 minutes for the surgeon to complete the right frontal sinus. This might indicate some need to manipulate the guide over that period. Vp of medical affairs indicated that there is no available information as to whether there was difficulty in prepping the balloon and guide after the right side of balloon sinuplasty. However, it was immediately after the prep and before initiating the left side that the blue tip became completely separated and fell off. The surgeon ensured that no part of the guide was within the nasal cavity. Based on the information provided, the surgeon attempted to use a deformed frontal guide (blue tip missing) to access the left frontal sinus and this resulted in deformity of the solo pro balloon. Use of damaged or deformed devices is warned against in the acclarent instruction for use. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2013, of an international event that occurred on (B)(6) 2013, during a sinus surgical case when acclarent balloon dilation technology was used. This was the first sinus dilated for which the acclarent devices were used. The surgeon indicated that when he dilated the right frontal sinus, there was no difficulty of positioning the guide catheter, accessing and dilating the balloon. It took 10 minutes for the surgeon to complete the procedure. There was no bending or deforming of the guide to gain access to the right frontal sinus. No one in the operating room noted any detachment of the blue frontal guide tip upon removing of the guide from the right nasal cavity. After removing the devices from the right nasal cavity, the device was prepped for the left frontal sinus. As the operating technician passed the freshly prepared guide to the surgeon, the blue guide tip fell off onto the surgical field. The surgeon checked the nasal cavity with an endoscope to confirm that there was no foreign body within the nose. The surgeon proceeded with the surgery using the same guide without its blue tip. He had difficulty advancing the solo pro balloon which became kinked. A new frontal guide was used with the solo pro balloon and the case was completed without difficulty.